Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2006. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent removal of eroded mesh on (B)(6) 2006.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08386. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent sling implantation and a hysterectomy on (B)(6) 2006 to treat stress urinary incontinence and bleeding. The patient underwent mesh removal during several procedures in (B)(6) 2006 due to bladder erosion, pain, bleeding and dyspareunia. (B)(4).